Event description:
It was reported that occlusion alarms occurred. System check was being performed by tandem technical support; however, the customer declined to complete the check and resume insulin delivery. Customer's blood glucose was 184 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.